Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. There is no evidence of a meal announcement being delivered prior to the hypoglycemic episode despite the user's report. However, device logs show that 39 units of insulin were primed during a cartridge change process from 11:22 am to 11:38 am (cgm glucose was between 99 mg/dl and 109 mg/dl during that time). Cgm glucose began dropping about 35 minutes later. Case notes indicate the user admitted to delivering meal announcements to correct hyperglycemia and reported needing assistance with the cartridge change process. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by the user inadvertently remaining connected to their ilet during the cartridge change process, resulting in insulin being delivered to the user unintentionally.

Event description:
On 6/17/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/15/24. On 6/21/24 a beta bionics customer care agent followed up with the user about the event. The user reported they had announced a meal before lunch but did not consume it, leading to a drop in bg levels to 40 mg/dl. The user then experienced nausea and loss of consciousness. The user's husband called ems the user was given glucagon and intravenous fluids by the paramedics. The husband also gave the user coca-cola. The user's bg levels returned to target range.